Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports cough & difficulty breathing. The customer states an ER trip for the difficulty breathing and believes an inhaler was prescribed.